Event description:
On 09/01/21, (B)(4) co. Was notified of an event involving a roc-9840 digital vipr system unit. As the unit was dropped into a steel cylinder rack for transport to a distribution facility, the battery ruptured, causing the plastic vipr shroud to break apart with emission of fumes and smoke. Through inspection of the returned unit and subsequent investigation, it was determined that the battery was short circuited due to a damaged battery lead wire. This, in combination with the failure of a ptc thermistor safety feature in the battery, resulted in excessive heat, pressure, and eventual cell rupture. This event did not result in any injuries or illnesses, including the operator who was handling the unit at the time.

Manufacturer narrative:
The process to register and submit an emdr for this digital vipr battery event was initiated 09/23/21. Submission of the medwatch 3500a form was delayed by activities related to enrollment, registration, test submission validation, and system access. Western was engaged in regular communication with FDA representatives to resolve these issues. The following timeline illustrates the process leading to emdr submission for this event: 09/01/21 initial event awareness. 09/23/21 (B)(4) requested webtrader test account, submitted non-repudiation letter, and obtained personal/private digital certificates. 09/24/21 (B)(4) granted access to esg test account. 09/27/21 (B)(4) requested assistance for non-functional password and locked account. 09/28/21 (B)(4) repeats request for assistance for non-functional password and locked account. 09/28/21 (B)(4) submits test emdr. 10/01/21 (B)(4) receives notice that test emdr ack3 "failed." 10/05/21 (B)(4) submits corrected test emdr and requests timeline for validation. 10/06/21 FDA requests receipts for corrected test emdr submission. 10/07/21 (B)(4) provides requested receipts. 10/11/21 (B)(4) requests assistance to verify that corrected test emdr was received. 10/11/21 (B)(4) repeats submission of corrected test emdr and receives ack3 "passed." 10/12/21 (B)(4) provides FDA with ack3 "passed" receipt and requests esg production account. 10/14/21 (B)(4) repeats request for esg production account. 10/15/21 FDA communicates that initial test emdr indicates ack3 "failed." 10/15/21 (B)(4) clarifies that corrected test emdr ack3 "passed" and provides receipt. 10/18/21 (B)(4) receives access to esg production account. 10/20/21 (B)(4) submits emdr and receives ack3 "passed."

Event description:
On 09/01/21, western / scott fetzer co. Was notified of an event involving a roc-9840 digital vipr system unit. As the unit was dropped into a steel cylinder rack for transport to a distribution facility, the battery ruptured, causing the plastic vipr shroud to break apart with emission of fumes and smoke. Through inspection of the returned unit and subsequent investigation, it was determined that the battery was short circuited due to a damaged battery lead wire. This, in combination with the failure of a ptc thermistor safety feature in the battery, resulted in excessive heat, pressure, and eventual cell rupture. This event did not result in any injuries or illnesses, including the operator who was handling the unit at the time.